Event description:
The customer reported blackout image unable to restore on the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: a foreign object came out of the nozzle and the actuator body had foreign material. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿blackout image¿ was not confirmed. The device evaluation found due to damage on endoscope connector, the image was not displayed. Due to corrosion on endoscope connector, b30-scope communication error occurred. Additionally, the nozzle had foreign object due to insufficient cleaning. The actuator / control section had foreign material due to insufficient cleaning. Due to damage on up/down knob, water tightness was lost. The adhesive around the light guide lens peeled and the light guide lens had a crack. And the suction connector was deformed. The adhesive around the objective lens was peeled. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle and actuator body were. The customer did not confirm if there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not presoak the endoscope in detergent solution, they wiped the nozzle and actuator body with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use (IFU) and no damage to the area where the foreign material was detected. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 "preparation and inspection" the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.